Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 125 to 170 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 175 mg/dl and 90mg/dl. Verified storage of product is within instructed specification since they are retaining in living room. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:32mg/dl (B)(6) 2015 12:13pm. 2:41mg/dl (B)(6) 2015 12:06pm. 3:116mg/dl (B)(6) 2015 12:00pm. 4:37mg/dl (B)(6) 2015 09:48pm. 5:24mg/dl (B)(6) 2015 09:47pm. Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 125 to 170 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 175 mg/dl and 90mg/dl. Verified storage of product is within instructed specification since they are retaining in living room. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:32mg/dl (B)(6) 2015 12:13pm; 2:41mg/dl (B)(6) 2015 12:06pm; 3:116mg/dl (B)(6) 2015 12:00pm; 4:37mg/dl (B)(6) 2015 09:48pm; 5:24mg/dl (B)(6) 2015 09:47pm. Adverse event not reported.